Manufacturer narrative:
Correcting d4: UDI number (B)(4), information was inadvertently not included on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel display blackout intermittently and color bar showing on monitor screen instead of endoscopic image occurred due to failure of the printed-circuit (cp) board. The cause of the faulty cp board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
3. The device was returned to olympus for evaluation. The device evaluation found the front panel display was getting blackout intermittently due to a faulty cp board, and the color bar was showing on the monitor screen instead of an endoscopic image. Additional findings include dust inside the unit needed to be cleaned and front panel blinking, and no image issue were not found during the inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center¿s front panel display is not working, and the otv-s300 processor had no image showing on the monitor display. The issue was found during maintenance. There were no reports of patient harm.